Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the transgastric to treat a pancreatic cyst during an endoscopic ultrasound-guided gastrointestinal anastomosis (eus-gia) procedure performed on (B)(6) 2026. During the procedure, the physician reported that after entering the patient's body, the stent did not deploy. The procedure was able to be completed by using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the size of the scope used was 2.8 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 2.8 mm.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.